Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated defibrillation threshold (dft) testing was performed. The patient failed at 21 joules with a reported greater than 125 ohms shocking impedance measurements. Dfts were successful at 31 joules with a 121 shocking impedance measurement. A chest x-ray was performed which verified the terminal pins were fully inserted through the back of the device header. There were no obvious anomalies noted with the lead body. The sales representative planned to discuss the option to revise the lead with the physician.

Manufacturer narrative:
Further information received indicated a lead revision procedure planned to take place. The device also planned to be replaced to accommodate the 31 joule dft. No additional information is available at this time. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information indicated the device was explanted and replaced. The lead remains in service with the new device. All measurements appeared to be within normal range. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that upon interrogation this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead displayed high out of range shocking impedance measurements greater than 125 ohms in the clinical events. The current shocking impedance was 96 ohms. It appeared that the impedance had started trending upward approximately four months ago. There has been no therapy recently delivered. Defibrillation threshold (dft) testing was performed at implant in which a 14 joule shock was delivered and reported a 37 ohms impedance measurement. A boston scientific technical services consultant recommended testing the integrity of the system to verify the system can effectively convert the patient.

Event description:
--